Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment analyzed. Middle insulation breached; proximal segment analyzed. It was reported the leads were replaced due to inappropriate therapies and sensing difficulty. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination insulation degradation/deterioration insulation device was out of specification in a manner that relates to event sensitivity shock, inappropriate.

Event description:
It was reported the leads were replaced due to inappropriate therapies and sensing difficulty. No further patient complications were reported as a result of this event.